Manufacturer narrative:
Upon investigation of this incident, it was determined that the orders had crossed as one-time orders and were automatically removed from the pyxis system after 2 hours, based on a configured parameter. A technical support specialist confirmed that follow-up attempts had been made with the customer, but no response was received. After monitoring the case for 3 days without any further communication from the customer, the case was closed. H4: manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ es server, orders were crossing as one-time orders and were automatically removed from the pyxis system after two hours. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.